Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit rear case had the rear handle smashed into a machine. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit rear case had the rear handle smashed into a machine.

Manufacturer narrative:
The stm that encountered the issue replaced console cover due to physical damage at the rear carry handle. The equipment passed all functional testing. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received rear case with a reported unit failure of the handle on the case is pushed in. The failure analysis and testing dept. Performed a visual inspection of part rear case and found that the handle area on the case was pushed in along with the top portion of the case being damaged. The fat verified the damage experienced by the customer. Retaining the part in the fat per procedure.

Event description:
N/a.